Event description:
The customer stated that he was hospitalized after being in a car accident caused by low blood glucose levels. The reported blood glucose reading was 35 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. However, the insulin pump did not account for boluses and basal rates correctly on two separate days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.